Event description:
This spontaneous case, reported by a nurse educator via a sales representative, concerns a female patient.medical history and concomitant medications were not provided.the patient received 25% insulin lispro and 75% insulin lispro protamine suspension unknown formulation (humalog mix 25), via a humapen ergo (unknown pen body type and lot number) 24 iu/ morning and 12 iu/ evening subcutaneously, for the treatment of type ii diabetes mellitus beginning on an unspecified date. On an unknown date, approximately two months after commencing 25% insulin lispro and 75% insulin lispro protamine suspension, she developed very high blood sugar in the 20s (no results or reference values were provided) and reporting nurse stated it was related to insufficient dose of 25% insulin lispro and 75% insulin lispro protamine suspension. As a result, her dose was increased to 30 iu/morning and 18 iu/ evening and her device was changed from the humapen ergo to the humapen memoir (unknown lot number). The high blood sugar resolved. After this change, she experienced severe hypoglycaemia (no results or reference values were provided). She was found unconscious and was admitted to hospital and was discharged after one day. She recovered. Reporting nurse mentioned that the hypoglycaemia was possible, due to the patient's injection technique or the patients previous pen (humapen ergo) was not delivering enough of the dose or a faulty humapen memoir. The event of severe hypoglycaemia with unconsciousness was considered serious due to hospitalization and medical significance. Outcome for events of insufficient dose of 25% insulin lispro and 75% insulin lispro protamine suspension, patient injection technique, humapen ergo was not delivering enough of the dose (device failure) and faulty humapen memoir (device failure), corrective treatment and status of 25% insulin lispro and 75% insulin lispro protamine suspension were unknown. This case is associated with product complaint (humapen ergo) and (humapen memoir).the reporting nurse educator considered the event of hyperglycaemia related to the use of 25% insulin lispro and 75% insulin lispro protamine suspension. She was not sure whether the event of severe hypoglycaemia with unconsciousness was related to the use of 25% insulin lispro and 75% insulin lispro protamine suspension. She stated that the hypoglycaemia event was possibly due to the patient's injection technique, that the patient's previous pen (humapen ergo) was not delivering enough of the dose, a faulty humapen memoir or a combination of all three, but she was not sure. The operator of the device was the patient, it was unknown if she was trained. It was unknown how long the devices had been used. Use of the humapen ergo was discontinued, and its return was not provided. Use of the humapen memoir and return status was not provided.update 20-oct-2009; product complaint numbers received from affiliate 16-oct-2009 and added to case. Following review of initial case entry the following corrections were made to the case; corrected humapen type in narrative from humapen ergo ii to humapen ergo unknown pen body type, minor changes to wording made throughout narrative, improper use storage changed from no to yes for humapen memoir, changed most significant device category for humapen ergo from not serious to serious, completed EU/ca device tab for both pens.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible.this is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
Analysis summary: a customer reported experiencing severe hypoglycemia while using a memoir device. The customer did not return the complaint device nor report the batch number to the manufacturer. Consequently a detailed investigation on the complaint device or a house sample review was not possible. An administrative investigation determined seven lots were distributed in a foreign country. A batch history review documents each lot was within dose accuracy specifications when released. Additionally, a complaint review found two complaints for dose accuracy issues. Neither complainant reported hyperglycemia or hypoglycemia. Both complaint devices were returned to the manufacturer. Testing determined both compliant devices met dose accuracy specifications. The product fmea was reviewed for failure modes related to a potential misdose or dose accuracy. None of the failure modes listed was asserted by the customer. As the actual complaint device was not returned for investigation, the customer's complaint could not be confirmed. Malfunction unknown.there is no evidence of improper use or storage.